Event description:
It was reported that there was a shocking or jolting sensation when the patient was in an echocardiogram exam for his heart. There was also a "burning" sensation. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4). Reason for late MDR due to implementation of process improvement.